Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displayed a "speaker malfunction" inop error message with no audio. The device was not in use on the patient when the issue was discovered.